Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed and alerted failed battery, low battery and weak battery. Customer also indicated that new batteries are in the pump but they last for less than one week. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that pump failed battery test after troubleshooting and were multiple alarms in pump history. Customer was advised that a new battery cap would be provided for him and to monitor pump and call back if issues persist.